Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device was in a no output and no telemetry state. The no output and no telemetry condition was the result of battery depletion. Longevity testing at nominal settings revealed the device had met its expected longevity.

Event description:
It was reported that the device was at end of life (eol). The rep was unable to interrogate or establish telemetry with the device after trying different programmers and positions. On electrocardiogram (ECG), patient was in a sinus bradycardia with low heart rates. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.